Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 29 units instead of the caller's expected 240 units. There was no adverse impact to the customer's blood glucose level. The caller completed necessary steps, including removing air from the cartridge and using room temperature insulin, without overfilling or reusing the cartridge. The customer continued to use the pump for insulin therapy.